Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When broaching the femur, the fluted trial stem would not fit with the 46mm universal revision femoral broach. The trials fitted all other broaches, just not the 46mm broach. It would not engage with the locking mechanism. There was maybe a one minute delay in surgery. At 1 minute delay to procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. Photographs were provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.